Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed through the pulse generator. The patient was experiencing chest pain. All other electrical values were normal. Device reprogramming was performed and the patient would continue to be monitored.